Event description:
During the procedure, the physician advanced the enterprise system (enf452212/1010613) at the aneurysm neck region. But the stent didn't deploy although a couple of times were attempted. The enterprise system was removed with the prowler select plus microcatheter, and tested on the saline tray. The enterprise deployed from the sheath in the air, and also tested the prowler microcatheter with a guidewire without any problems. Then, another same size enterprise was used and it did work. The procedure was successfully done without any complications, and the device will be return for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that the actual product catalog and lot number are unknown, therefore the product captured in section d 4 represents an unknown prowler select plus microcatheter. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00440 and 1058196-2012-00441.

Manufacturer narrative:
Please note that the information received on (B)(4) 2012 was reported under medwatch report number 1058196-2012-00440 on (B)(4) 2013. During the procedure, the physician advanced the enterprise system ((B)(4)) at the aneurysm neck region, but the stent didn't deploy although a couple of times were attempted by withdrawing the prowler select plus microcatheter (mc). The enterprise system was removed with the prowler select plus microcatheter, and tested on the saline tray. The enterprise deployed from the sheath in the air, and also tested the prowler microcatheter with a guidewire without any problems. Then, another same size enterprise was used and it did work with the same microcatheter. There was no thrombus or stenosis at the target site that may have contributed to the event and during the attempt to release the device, the device was not in a side branch, bifurcation, or at an acute angle. All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, and a constant fluoroscopy was performed at all times, and nothing prevented the stent from exiting the microcatheter, only the tip (12mm) of the delivery system was exposed. During the case, the stent was placed at least 5mm on either side of the aneurysm neck. The microcatheter distal tip was not re-shaped. After the event, other than the reported event, no other damages were noted on the device (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter. The procedure was successfully done without any complications, and the device will be return for analysis. The microcatheter was not return for analysis, and the lot number was not provided to conduct a DHR review. The prowler select plus microcatheter was not returned for analysis, but the resistance/friction and inability to insert the enterprise was not confirmed with functional testing with a lab sample prowler select plus microcatheter. It is possible that procedural and handling factors appear to be contributed in the damage noted in the device and in the reported event. There is no indication of any device manufacturing issues related to the event. Therefore no corrective action will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00440 and 1058196-2012-00441.